Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The alarm was not able to clear. The customer stated that he jumped into the pool with the device on and moisture under the screen was noticed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.